Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 45 mg/dl that morning. He treated his hypoglycemia by eating food. No further details were given regarding the hypoglycemic episode. No products were replaced or returned.